Manufacturer narrative:
An event regarding loosening involving an unknown stryker tibial baseplate was reported. The other product listed in this report is an unknown augment. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: review of the provided medical records by a clinician indicated that there is no evidence of failed stryker product in this event. Device/complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as the primary operative report and patient history are needed to determine the root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding loosening involving an unknown tibial baseplate was reported. The event was confirmed. -medical records received and evaluation: review of the provided medical records by a clinician indicated that there is no evidence of failed stryker product in this event. "Regarding the referenced pi, this case represents a female patient (B)(6). On (B)(6) 2013 she underwent a right total knee arthroplasty revision for which an operative report describes general anesthesia and a tourniquet time of ninety-seven minutes. A diagnosis of arthrofibrosis and aseptic loosening right total knee arthroplasty was noted. The operative report describes removal of the previous components with an oscillating saw and osteotomes without damage to bone. The components subsequently inserted included a triathlon ts primary femur with two 5mm posterior augments, a 50/12 cemented stem, a #2 tibial baseplate with as 10mm medial augment and a 50mm cemented stem, a 2/16 ts insert for the tibial component, and a 29mm patellar component were all inserted by apparently uncomplicated surgery. X-ray copies available for review include a series dated (B)(6) 2013, which includes an ap of both knees, patellar views of both knees, and a lateral of the left knee, demonstrating a cemented right total knee arthroplasty with a loose tibial component with fragmented cement, and the tibial component appears subsided into varus. No right lateral x-ray is available. X-rays dated (B)(6) 2013 include an ap, lateral and patellar view of the right knee demonstrating a cemented extended stem tka with a medial tibial augment and a ts insert. The components are in nominal position and no pathology is noted. No clinical or past medical history, no primary operative report or date of surgery, and no list of the primary components utilized is available. There is no examination of the explanted components available. There is no evidence of failed stryker products involved in this clinical case." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as the primary operative report and patient history are needed to determine the root cause.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. It was discovered on a monitoring visit that the subject had a stryker device, as noted in the previous implant information. Right knee. Additional information: loosening of the tibial baseplate.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. It was discovered on a monitoring visit that the subject had a stryker device, as noted in the previous implant information. Right knee. Additional information: loosening of the tibial baseplate.